Manufacturer narrative:
Retainer ring = black customer complained about the unit having noises from pump during rewind and crack on the battery compartment area on event date of (B)(6) 2020. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. No rewind noise anomalies noted during testing. No rewind alarms/alerts in the alarm history screen on event date of (B)(6) 2020 (no alarms/alerts in the month of (B)(6) were recorded). Tested with a test p-cap and the test p-cap locked in place properly. The unit was cut open with no anomalies noted during visual inspection of the electronics. The motor was tested on the stb3 station and the unit passed. Unit received with pillowing keypad overlay, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Unit was not confirmed for rewind anomalies during testing and unable to find any related rewind alarms/alerts in the alarm history screen. Unit passed required testing. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was having noise anomaly. Customer stated that the noise occurred during rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the device.